Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during the initial drain of peritoneal dialysis therapy. The technical service representative verified alarms via the alarm log. The registered nurse only knows the alarm happened in the initial drain and does not know if the patient was connected at the time of the alarm. The technical service representative explained the alarm and its cause. The registered nurse understood and will follow up with the patient. The homechoice is at press go to start and is ready for the next therapy setup. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.